Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. As part of our investigation, on october 24, 2018, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facility's reprocessing technicians¿ practices and provide training if necessary. The ess reported that during the in-service/observation there were no deviations found with the technician¿s reprocessing practices. However, there were deviations noted with pre-cleaning of the scope by the new nursing personnel. The nursing staff did not raise and lower the forceps elevator three times by turning the elevator control lever. The air/water channel-cleaning adapter was not used for flushing. Disposable water containers were used instead. The scope was transported to the reprocessing area in clear-ziplock style bag with the valves still attached to the scope. The customer does not use the maj-1555 biopsy valve. The ess recommended a follow up visit for additional training.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for pseudomonas stutzeri after reprocessing. The facility utilizes a medivators dsd edge, aer with rapicide pa to reprocess the scope. There were no associated patient infections reported. In addition, the user facility reported that the site also uses dura-zyme xl detergent from tech star medical for cleaning and disinfection. The endoscope channel is being brushed during manual cleaning with a single use olympus brush model maj 1888. The endoscope is wiped and suctioned with d zyme sponge at the bedside. The minimum effective concentration is being checked with every endoscope reprocessing, with the appropriate test strips, and the results are recorded. An olympus mu1 leak tester is used for testing. The scope is stored in a tech star drying/storing cabinet.

Manufacturer narrative:
The root cause of the positive culture was attributed to insufficient reprocessing due to improper reprocessing procedure.

Manufacturer narrative:
The OEM reported that there was no high concern organisms detected during the destructive sampling. Also provided the findings from the external expert during destructive sampling: bleaching of the glue of the around the objective lens. Presence of an excess of glue of the distal end cover, around the objective lens, light guide lens and the nozzle. Light oxidation under the glue of the light guide lens.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The scope was sent an independent laboratory for ethylene oxide (eto) sterilization and returned to olympus for a device evaluation. A visual inspection was performed on the returned device and found a grayish stain in the channel from the control body side when inspected with an olympus boroscope. There were kinks noted inside the instrument channel from the bending section side. The evaluation also noted a black mark at the middle section of the instrument channel. The suction channel was inspected and noted small kinks inside the channel from the scope connector side. Additionally, the image was inspected and the image of the scope is normal. The scope passed the leak test. As part of our investigation, on november 29, 2018, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facility's reprocessing practices and provide training if necessary. The ess reported that during the in-service/observation there were no deviations found with the technician¿s reprocessing practices. However, there were deviations noted with pre-cleaning of the scope by the new nursing personnel. The nursing staff did not raise and lower the forceps elevator three times by turning the elevator control lever. The air/water channel-cleaning adapter was not used for flushing. Disposable water containers were used instead. The scope was transported to the reprocessing area in clear-ziplock style bag with the valves still attached to the scope. The technician carefully placed scope in the dsd-edge aer with the forceps elevator in the intermediate position. The scope was removed promptly after cycle completed, and hung with it and lg tubes vertical. The scope was then stored in a cabinet with forced air for drying feature and was utilized per cabinet manufacturer¿s instructions.